Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture and a drop in pace impedance measurements from the 700-ohm range to the low 200-ohm range a few days after implant. This rv lead was surgically revised due to dislodgement. This rv lead remains in service, and no additional adverse patient effects were reported.